Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that when the prostyle device was removed from the packaging, the shaft [sheath] was noted to be damaged. The device was not used and there was no patient involvement. Two additional prostyle were used in the procedure. A photo of the prostyle device was sent from the account, which shows the sheath is peeled and had chatter marks. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported peeled delaminated and scratched material was confirmed as deformed and material split, cut or torn. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific issue. The reported peeled/delamination and scratched material was concluded to be related to likely manufacturing damage and is a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. D4: lot# and expiration date. H4: device mfg date.